Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# v706432, implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
The patient reported on the day of this call that they were not being able to adjust stimulation and the display on the patient programmer showing "call your doctor" icon and a power on reset (por) condition. The patient was redirected to health care provider to clear the por. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.